Event description:
The customer called to report high blood glucose and the reading was 299 mg/dl. Troubleshooting was performed and the customer stated that insulin leaked from the reservoir. The customer also stated that she changed the insertion site, but had not changed the reservoir when she experienced high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Add'l info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.